Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2018 at 7 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿172 mg/dl¿ with the subject meter compared to a result of ¿71 mg/dl¿ with a ¿truemetrics¿ meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that he manages his diabetes with a combination of oral medications (metformin, glipizide and losartan; unspecified dosages) and a victoza injection (unspecified dosage). The patient denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of feeling ¿dizziness, shaking of hands, feeling low¿ on (B)(6) 2018 at 8:15 pm, after the alleged issue began. There was no report of any medical treatment/intervention received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the correct testing process was being followed. The patient also used an approved sample site to obtain the blood sample. The csr noted that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after continuing to follow his usual diabetes management regimen based on alleged inaccurate high results obtained with the subject meter.